Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-22888. Related manufacturer reference number: 1627487-2020-22891. It was reported that patient underwent surgery on (B)(6) 2020 wherein their implantable pulse generator (ipg) and one lead were explanted. Patient's lead and ipg were explanted due to ineffective stimulation. Patient is stable.